Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the set broke and leaked at "the plastic connection piece that the syringe of lipids attaches to on the syringe pump tubing" (presumed to indicate the proximal/female luer). The leak was detected during infusion and no leaking had been noticed during manual priming. There was no patient harm.

Manufacturer narrative:
The customer¿s report of leakage from the luer was confirmed. Visual inspection revealed a thin crack spanning the length of the female luer. Using the customer-provided syringe containing lipid, leaking from the female luer was observed to occur while administering a flush. The cause of the leak was a crack in the female luer body. The root cause of the crack was not determined.